Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he had side effects at night with major glare and halos, rings and circles, could not see very good, drive a car, work or play golf and was unable to see everything out of 4 meters and was out of focus. Additional information has been requested, received and stated the patient close vision was good with in 6 feet. Everything outside of 6 feet was out of focus with halos & glare & blurred vision, anything with a black or dark background shown double vision. Blood serum eye drops were prescribed along with diclofenac & prednisolone. Additional information has been received and it states that after 2 months of surgery the patient experienced mild myopic surprise se (spherical equivalent of - 0.75) and extremely symptomatic for the myopia, cme (cystoid macular edema), pco (posterior capsule opacification) in both eyes (ou) and the cme (post op) at lcv (large cell variant) was essentially resolved, drops stopped. So, the patient was treated with ocular medications and eyedrops. Of note, patient was happy on pod1 (post operative day 1) of the first eye and was 20/25sc. Also very trace erm (epiretinal membrane) ou which likely contributed to post op cme however does not appear visually significant. Also started on eye drops lcv, significant improvement in vascular. Present day 20/40 and 20/30 although patient felt no subjective improvement. So, the surgeon encountered that the pco ou which was confounding the picture and contributing to glare symptoms, however avoiding yag due to possibility of lens exchange. Seen in optometry for formal refraction showing bcva of 20/20. Manifest refraction dispensed, patient will get glasses to help with functioning in interim since he felt he was unable to play golf and drive a car along with drops and frequent pfat discussed prk vs lens exchange, possible non-company lens. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided for further investigation. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Due diligence has been performed in an attempt to obtain further information on this event. The surgical facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.